Manufacturer narrative:
(B)(4). The customer reported that there was an error when the device was "loading and firing," i.e., charging and shocking. There was no report of patient involvement. The device was evaluated by a philips field service engineer, and the issue was confirmed. Multiple parts were replace to resolve the issue. We are considering this a malfunction, but we cannot determine the exact cause, since multiple parts were replaced.

Event description:
The customer reported that there was an error when the device was "loading and firing," i.e., charging and shocking. There was no report of patient involvement.